Manufacturer narrative:
Device alarmed compromised force sensor system during basic occlusion test and unable to prime during prime/compromised force sensor system test due to loose/protruded drive support disk. Unable to complete testing due to compromised force sensor system alarm. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm and the device was squirting out. Customer's blood glucose was 463 mg/dl. Customer treated her high blood glucose with insulin injections. Customer reported the insulin pump alarmed a compromised force sensor system alarm, customer was unable to exit the preparing to prime loop. During troubleshooting, found the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.